Event description:
Per the technician evaluation, the bearing is shot in the left wheel and is now making a clicking noise.

Manufacturer narrative:
Per the technician evaluation, the bearing is shot in the left wheel and is now making a clicking noise.

Event description:
Customer alleges they received the trex20pp wheelchair with a damaged wheel.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.